Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Based on similar reports, a potential cause for the probe breakage is operator¿s technique during the procedure, leading to mechanical weakening and cracks in the probe. The instruction manual contains several warning statements to prevent damage to the probe: ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ and ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends preparing a spare device for use in the procedure.

Event description:
Olympus was informed that during an unknown procedure, the tip of the probe broke off while the device was temporarily removed from the patient and being cleaned of tissue debris. There was no reported patient injury. The procedure was completed with another similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results, update the lot number. The device returned to olympus for evaluation. The evaluation confirmed the customer complaint for broken probe tip. The probe tip was broken off, and the tip fragment was also returned. There was no teflon pad damage resulting in metal exposed pad.